Event description:
In 2003, pt was brought to the cath lab for device closure of a moderate size secundum atrial septal defect (asd). 8mm amplatz septal occlusion device was used to occlude the asd. There were no complications during this procedure. Pt was returned to i.c.u. In satisfactory condition. After asd device closure, pt's condition gradually deteriorated with increasing ventilator support and worsening respiratory failure. Family members were encouraged to consider lung transplant. Repsiratory infection was suspected 21 days later. Family elected to withdraw support. The catheterization procedure was the most recent procedure. Death is not attributed to the occlusion device. Offer for autopsy was refused by family.